Event description:
During a surgical procedure involving the superior labrum, two anchors broke. The surgeon pre-drilled the insertion site then inserted the anchor using the ao-2 finger technique. During withdrawal of the inserter the anchor broke off at the eyelet. An additional anchor was then tried and it broke in the same way. The threaded portion of the anchors were left imbedded in the pt's bone. Surgeon indicated the pt was athletic with very dense bone. A 30-minute delay occurred and two additional anchors were used to successfully complete the repair. No pt injury or complications were reported.